Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became shattered and no longer functional. Customer had elevated blood glucose levels over 600 mg/dl. Customer stabilized blood glucose levels with manual injections. Contact indicated they have back up manual injections for continued insulin therapy.